Event description:
A report was received that the patient underwent an explant procedure due to inability to charge ipg. The patient was reportedly doing fine following the procedure.

Event description:
A report was received that the patient underwent an explant procedure due to inability to charge ipg. The patient was reportedly doing fine following the procedure.

Manufacturer narrative:
The ipg passed all visual, electrical and performance tests performed. After activating the latest setting, its outputs were monitored on a scope for two hours. The stimulation outputs were consistent and amplitude/pulse widths were verified to be correct on all electrodes. The ipg passed the functional tests and exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2208-50, serial # (B)(4) description: st linear lead 50cm.